Event description:
It was reported that the customer was hospitalized with a low blood glucose (bg) level, value was not provided. The customer may have garnered an anorexic brain injury and is on life support. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained or allegation confirmed.